Manufacturer narrative:
Manufacturer report 2938836-2020-01585, should not have been reported as a medical device report (MDR) as the product does not have an allegation of malfunction.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.